Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the pump was returned with all of the keypad buttons operating properly and responding. The issue could not be duplicated. There was no evidence of physical damage on the keypad. There was no evidence of contamination on the keypad.